Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.